Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Bd technical support troubleshoot with customer over the phone. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that an over infusion occurred involving insulin. An infusion of 100 units/ml started at the rate of 10.8ml/hr at 1636, but the rate changed to rate to 16.2ml/hr at 17.29. The pump module stated 89.1ml remaining in bag, however the measured amount remaining was 3 ml. It was noted that the blood glucose dropped from "1005 to 277," then increased after the insulin drip stopped. There was patient involvement, the customer reported that there was no negative consequences and no serious event.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report.

Event description:
It was reported that an over infusion occurred involving insulin. An infusion of 100 units/ml started at the rate of 10.8ml/hr at 1636, but the rate changed to rate to 16.2ml/hr at 17.29. The pump module stated 89.1ml remaining in bag, however the measured amount remaining was 3 ml. It was noted that the blood glucose dropped from "1005 to 277," then increased after the insulin drip stopped. There was patient involvement, the customer reported that there was no negative consequences and no serious event.